Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-19088. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported an event of right "capsular contracture and underneath there is a ball (baker grade unknown)". Healthcare professional later reported an exchange due to concerns with the product and capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported an event of right "capsular contracture and underneath there is a ball (baker grade unknown)". Healthcare professional later reported an exchange due to concerns with the product and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b5, h6.

Event description:
Patient later reported via regulatory reporting agency voluntary sus medwatch mw5168242 "I had a rupture and capsule contractor breast plan model 168. Bia alcl (breast implant-associated anaplastic large cell lymphoma)." Device remains implanted.